Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were experiencing pain from the surgery. The patient said they felt a little uncomfortable, so they decreased the stimulation and kept it that way for a while. However, they then noticed they were not urinating as well, so they put it back to what it was at the beginning and decided to keep it that way. They wanted to see if there was any difference and if they wouldn't feel the pressure they felt before. The patient stated they had two incisions, and it was hard for them to sit or lie down because of where the apparatus was. The patient said they had to lie in a certain way because of the incision on their right cheek. The patient mentioned their body was sensitive and decided to set the stimulation back to how their doctor initially set it, thinking the pain might be coming from someplace else. It was not excruciating but felt slightly uncomfortable. The agent reviewed with the patient that stimulation was supposed to be comfortable and that depending on their body position, they may experie nce a slight increase in stimulation. The patient said they felt the stimulation differently when lying down, which was why they decided to adjust it initially. The patient mentioned they woke up and didn't feel right, so they got up and walked as the healthcare provider recommended, then laid back down, and didn't like the way it felt, so they changed it. The agent understood the patient was referring to the stimulation sensation. The patient confirmed they felt the stimulation was comfortable. The patient was redirected to their healthcare provider to further address the issue. The agent scheduled a follow-up call with the patient on (B)(6) 2025. Additional information was received from a patient. They reported that they were still being hurt from the surgery, especially on their right buttcheek. Patient said they had stitches above their buttocks area in their lower back and it was still not easy to lay or sit because it was sore. Patient reported adjusting the therapy and having at least 50% of relief with still some flows and dribbles.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.